Event description:
Datex-ohmeda monitor did not activate the spo2 and invasive pressure alarms. This led to a reanimation of the patient. Mrsa-patient was isolated in a specific isolation-box. The patient was intubated and connected to ventilator. The patient had a asystole but ten minutes before this, the spo2-sensor failed without an acoustic alarm. The users noticed the situation from monitor's heart rate and invasive blood pressure alarms.